Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The product was not returned for evaluation, no further investigation could be performed. It was reported the osteophyte was the cause for the revision surgery. Please be advised the secure-c implant is comprised of two parts, i.e. Part number 714.206s secure-c endplate assembly, and part number 414.207s secure-c core. These two parts combined make up the secure c implant. Device two - brand name: device two: secure-c core, 13x14, 7mm; common device name: secure-c core; model #: 414.207s; lot #: gbn220ah; expiration date: 08/01/2017.

Event description:
Globus was notified that a patient was experiencing adverse effects shortly after initial surgery, symptomatic osteophyte at c3-c4 and cord compression. Revision surgery took place (B)(6) 2014. It was reported nothing was wrong with the implant.